Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a blister internal carotid artery (ica) aneurysm, the physician reported that the proximal end of the device did not open. It was reported that the device appeared twisted when it was being deployed. The proximal end of the device was closed. The physician determined that there was no way to get catheter through the proximal end. The physician tried to snare the device but it did not work; however, the physician eventually retrieved it. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Date of event is an estimate.the lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis; therefore, the event cause could not be determined.